Manufacturer narrative:
Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 24-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient (pt) has not used the ins very much since implant (B)(6) 2015 because therapy wasn't helping him. Pt ended up going to a different hcp and had a "360" procedure and now pt whole back is metal and he still has the implant and caller stated the ins is still working pt called their healthcare provider (hcp) and hcp recommended pt reach out to the field rep for programming to see if the ins could help pt neuropathy symptoms caller stated pt has neuropathy - no feeling in his leg and feet - for the past 3- 4 years caller verified that pt was not implanted for neuropathy. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included caller mentioned that pt was on the fentynal patch for pain therapy but pt had to be taken off the patch because he had an overdose with the patch and was given narcan. Additional information was received from the patient. It was reported that the device was sending signals to the legs only, none to the back. The cause of the therapy not helping is due to a "broken wire." The issue has not been resolved, the patient treats pain with medication.